Event description:
It was reported to medtronic minimed that the customer reported that the pump error 25 (this alarm is generated when a power system error (back up battery fails) was detected and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and active current test. No pump error 25 alarm noted during testing. However, high sleep current and pump error 75 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. (3) pump error 25 alarms found in the pump history file/trace on (B)(6) 2025 at 00:00:00, 04:00:00 and 08:00:00. Pump was cut open to perform visual inspection and found internal battery connector not plugged in. Reconnected the internal battery, unit passed the self-test. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case and minor scratched lcd window. Pump error 25/75 alarm and high sleep current was confirmed due to internal battery connector unlocked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.